Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately seven month ago two resolute onyx rx coronary drug eluting stents were implanted in a moderately tortuous lesion located in the proximal cx artery and obtuse marginal. Sizes used were 3.5 x 30mm and 2.75 x 15mm into the om, and one stent was overlapped into an old stent placed previously where there was some restenosis in the proximal cx. A week or so after the new resolute onyx des were placed the patient began to develop hives and a rash. The rash has been consistent for over seven months. Patient has seen several allergists and the allergist has indicated that the rash may be caused by a component of the stent, possibly the drug, polymer, or stent material. The patient is reported as alive with injury.

Manufacturer narrative:
Restenosis occurred in the om where a previous non-medtronic stent was implanted. Calcification was somewhat moderate. Degree of stenosis was 90%. The devices were inspected before use. The patient is on aspirin and plavix, but no new medications were started after the series of stents were implanted. An allergist assessed that the medications were not part of the cause of the rash. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One stent was overlapped into the non-medtronic stent placed previously where there was some restenosis in the om. If information is provided in the future, a supplemental report will be issued.